Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll field representative went onsite to troubleshoot. A review of the device log shows all 30j tests were successfull when all the criteria is met. However, the log does show an instance where the device would not deliver a shock due to the multifunction cable was not shorted. Contact with the zoll rep who was on site for evaluation reported that when the device was delivered for evaluation the short was connected upside down. No trend is associated with reports of this type.